Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm hp 100 box 1200 ca. The following information was provided by the initial reporter, "pen needle does not dispense insulin during the injection. Verbatim: from phone call on 2019-11-07 09:33:49: returned call, consumer stated pen needle does not dispenses the insulin during the injection, it works during the priming. Sample discarded. She and her room mate used the same needles from the same box. It happens every other day. Every 1 of 3 does not work. 12 of 20 did not work. Incident date-unknown consumer visually tests the needle to see if it is straight, she uses the new needle each time. She rotates the injection site. Consumer left voicemail reporting half of the needle from the box needle don't work on pen." 1 of 2 complaints.